Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided.-complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi for right knee. It was reported through stryker facebook page: "had my right knee done in 2010 and my left knee done in 2013 I have not had one day pain free since just learn to live with it and take pain meds the rest of my life"